Event description:
It was reported during use the bd nano¿ 2nd gen pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the "needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the "needle clog during priming, stated that there is no insulin flow. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/18/2020 h.6. Investigation: customer returned (31) used 32gx4mm bd pen needles without covers or tear drop labels attached. Consumer reported needle clog during priming, stated that there is no insulin flow. All 31 returned pen needles were examined, and the following was observed: - 19 with bent non-patient end (npe) cannulas - 4 with broken npe cannulas - 8 with straight npe cannulas; these 8 were tested for flow using a test pen injector and all 8 were able to expel properly no evidence of manufacturing defect was observed on the returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles. Since all 31 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the "needle clog during priming, stated that there is no insulin flow. Consumer does not re-use."